Event description:
It was reported during percutaneous transluminal coronary angioplasty procedure, after two previous unsuccessful attempts to cross a totally occluded artery with other products, staining was noted. The guidewire was advanced across the lesion and a balloon catheter inflated. The pt became unstable and experienced st changes during inflation. The balloon was deflated and removed. An attempt to re-cross the lesion was made, but the pt became unstable, arrested and expired. Review of the cine post procedure identified that the balloon and guidewire were extravascular and most likely precipitated cardiac tamponade. No further info is available.